Manufacturer narrative:
(B)(4). Product not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 250, 375 and 241mg/dl. The customer's expected fasting blood glucose test result range is 135 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016), a back to back blood test was performed by the customer non-fasting and produced test results of 448 and 494mg/dl using truetrack meter. The test strip lot manufacturer's expiration date is 03/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (time not set): (B)(6). Customer states that has been exercising a lot more recently for the legs's therapy, as well as recently stopped drinking alcohol and smoking. No recent changes in other medications. Customer ran back-to-back blood tests during troubleshooting process,customer informed had recently drank a cup of coffee. Customer tests once-a-day in the morning (fasting).